Manufacturer narrative:
Initial and final MDR- (B)(4) -device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The issue occurred with four infusion sets. The blood glucose level was high and the patient was treated with pump therapy. No further information available.